Manufacturer narrative:
The neuroblate system insturctions for use, revision b (current) contains laser safety warnings as risk mitigations for this event: general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" "to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." No harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.

Event description:
After ablating for about 30 seconds, it was noticed that the yellow thermal dosage threshold line was not appearing although the pixels were changing to indicate heat. The ablation was stopped and the laser connection was checked at the portable connector module. The adapter felt hot and the probe fiber could not be removed. At this point, the laser probe was switched out and the 25' backup fiber was used. The procedure finished without issue. There were no patient complications reported in relation to this event.

Manufacturer narrative:
No additional findings available. Investigation activities confirmed the medical device problem identified in initial report, but cause was not determined.